Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the explanted device has not been received yet. This is a combined initial and final report.

Event description:
The user reported sudden hearing loss with the right cochlear implant following a head impact.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported sudden hearing loss with the right implant following a head impact. The user has been re-implanted.